Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a290, serial#(B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 17-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that a lead was eroding near the patients forehead and part of the lead was removed. Hcp also stated that the ins, extension, and part of the lead is still left in the patient's body and may need a lead replacement in the future; since patient is very happy with stim. No patient symptoms was reported. No further complications were reported or anticipated. (B)(6)2019, (B)(4) (rep): additional information was received from rep that the existing lead was partially removed due to erosion through the skin. No patient symptoms was reported. No further complications were reported or anticipated.